Event description:
The customer reported to beckman coulter (bec) a leak of unknown amount in the front of the coulter lh 500 hematology analyzer. The leak was not contained within the analyzer. The customer also reported that the front and rear blood detector voltages were out of range. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and confirmed a leak from green stripe tubing behind valves pv14 and pv15 where the t-fitting goes down into another fitting. This fitting was identified as fitting ft31. The fse reconnected the tubing, resolving the leak and the blood detector voltage out of range issue. The fse performed a system check which passed. The fse verified the instrument. The failure mode was related to the green stripe tubing that became disconnected from the t- fitting ft31. However, the instrument recovered a front and rear blood detector voltage out of range error, alerting the operator to an instrument problem. (B)(4).